Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. While replacing the heater a gasket somewhere was damaged, and the arctic sun device was leaking. The heating ability of the device was not evaluated further as the customer declined repair at the depot. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while replacing the heater a gasket somewhere was damaged and the arctic sun device was leaking. Per review of wo on 03nov2024, it was reported that the arctic sun device was visually examined upon receipt and was found to be in good overall condition. Incoming system hours 9730.2, pump hours 9283.2. Unit failed ctu test calibration, error 82 (water check time out - other condition). Unit failed chiller efficiency test. Unit has 2400 pump hours since last pm. Root cause detach gasket from tank.

Event description:
It was reported that while replacing the heater a gasket somewhere was damaged and the arctic sun device was leaking .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.